Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "ECG fault 7" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. The customer's report was duplicated, and the analog board was replaced to remedy the reported problem. Analysis for reports of this type has not identified an increase in trend.